Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that on an unknown date, the trocar wouldn't clip in locking/neutral guide for the 4.5mm curved condylar plate aiming arm. No more information is available. Concomitant devices reported: unknown guides/sleeves/aiming: aiming arm (part# unknown, lot# unknown, quantity# 1) unknown plate (part# unknown, lot# unknown, quantity# 1). This report is for one (1) trocar with handle for use with 03.120.014. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part: 03.120.015; lot: 3256762; manufacturing site: hägendorf; release to warehouse date: september 21, 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the trocar w/handle f/03.120.014 was received at us customer quality (cq). The device should no damage that would attribute to a device interaction issue. Functional test: functional testing was unable to be performed due to a lack of relevant mating devices. The relevant guide sleeve was not returned thus, it was not possible to test whether there was an assembly issue between the two devices. The overall complaint was not confirmed. Since functional testing was unable to be performed, the complaint condition could not be replicated. Dimensional inspection: no dimensional was performed due to no evidence of damage on the device. Document/specification review: current and manufactured revisions were reviewed. Conclusion: the overall complaint was not confirmed for the received trocar w/handle f/03.120.014 as there was no evidence of damage on the device that would contribute to a device interaction issue. No relevant mating devices were returned, so functional testing with the relevant guide sleeve was unable to be performed. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.